Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific imagine if team conducted a retrospective data analysis. Based on data analysis, follow-up patient populations were stratified into two groups with a goal to determine which patients could be followed remotely (computer-based health care) versus those patients that may require in-clinic follow-up. Analysis data was collected using latitude nxt and de-identified for analysis. All data was used in accordance with patient confidentiality laws, regulations, and data use agreements. A listing of possible malfunctions or product deficiencies that would satisfy the definition of a complaint were sent to the complaint management center (cmc) for further processing.